Manufacturer narrative:
The investigation was completed and no device was returned. Investigation summary: ppae hypotension/arrhythmia: the cause of the injury was not determined due to insufficient clinical details.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that the patient slowly became hypotensive and coded with multiple rounds of cardiopulmonary resuscitation, defibrillation, advanced cardiovascular life support medications, and angiography. The patient expired.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.